Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) on the home choice (hc) device during dwell. The home patient (hp) left the clamps open on an unused line. The baxter technical representative (tsr) had the hp cycle power twice to get se 2367 and get back to start. The hp will use manual bags to complete therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause was determined to be use error- clamp was left open on the unused line. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.